Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had not charged their ins in over a year with stimulation turned off and still felt strong and uncomfortable stimulation.  Rep said hcp told pt that getting the intellis implant will resolve this strong stimulation sensation; just the ins replacement, not the lead wires. Rep said pt has been in overdischarge in the past and pt has met with mdt reps in the past and got the ins out of overdischarge and her stim. Sensation didn't go away. Ts told caller that if the strong and uncomfortable stim. Sensation didn't go away when rep got system to work again, then getting a new ins isn't going to resolve the issue. Rep spoke with pt last friday, but she can't recall the pt name and she doesn't know previous rep that worked with pt.